Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). We received two used, nearly empty easypump ii st 250-1,5-s without packaging. The provided pumps were subjected to a visual inspection. As-received condition the tube is cut off and the filter, the flow restrictor and the patient connector is missing at each sample. Thus further investigations of the provided samples are not possible! Device history records (DHR): reviewed device history records, there is no abnormalities and no such defect detected at final control inspection. All available information has been forwarded to the actual manufacturer. If additional pertinent information becomes available, a follow up report will be filed.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4). Pump-flow rate-too slow.